Event description:
Device malfunction: failure to complete sheath splitting. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, the thumb advancer stroke could not be completed and the device came out of the patient's artery. It was noted that the vessel locator wings were open. Hemostasis was achieved by manual compression. There were no adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device revealed that the device was partially deployed. The thumb advancer was 5/16" proximal of the finish arrow, the exchange sheath was stretched distal of the tube set and cut at its distal tip, the garage leaves were severely bent and twisted cutting into the nylon shaft and the vessel locator wings were open and broken. Shaft carving was observed to have started 1 inch proximal of the pusher body and continuing to the distal end of the shaft cutting it away from the pusher body, stopping thumb advancement and preventing clip deployment. This type of damage is consistent with an acute angle between the tube set and nylon shaft during thumb advancement causing the tubes to strike the shaft and subsequently creating the damage detected. The root cause for the shaft carving is related to operational context. No manufacturing issues were detected. A review of the device history record for this lot did not produce any findings relevant to this investigation.